Event description:
It was reported that this right ventricular (rv) lead exhibited out of range measurements. The patient has a non boston scientific implantable device. Technical services (ts) recommended further evaluation. The lead remains in service. No adverse patient effects were reported.